Event description:
It was reported by repair work order that the customer alleged that the patient left side rail would not latch. Upon inspection of the unit by the service technician, it was confirmed that the patient-left siderail could not latch in the upright position.